Manufacturer narrative:
The cause of the positive results for lot # 228 when compared to another hcv test method is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."

Event description:
A false positive result from within an equivalent population was observed on the advia centaur hcv lot # 228 at this facility and the result reported to the physician. The patient result was considered discordant when compared to another hcv test method. There was no report of adverse health consequences due to the discordant advia centaur hcv result.

Manufacturer narrative:
(B)(4). Internal studies have confirmed that this increased reactive rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us: (B)(4). As a result, urgent field safety notice, (B)(4), was issued to siemens' customers outside the us april, 2012.